Event description:
Patient was undergoing a craniotomy. The drill perforator broke in half and the instrument was stuck in the patient's head for 30 minutes and removed without incident. No harm to patient.what was the original intended procedure?craniotomy.